Manufacturer narrative:
A product sample was received and it is awaiting eval. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgical technician reported that the surgeon felt he was not getting the vacuum he should during a cataract procedure. The issue was resolved by replacing the cassette. There was no harm to the pt. Additional info has been requested.